Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with acceptable vectors. Due to patient condition the physician decided to only perform a 10j test on implant. One day after implant the patient with this s-ICD received five inappropriate shocks suspected to be from air entrapment. The noise was not reproducible on the follow up. Technical services (ts) recommended to perform an x ray and discussed troubleshooting options. An x ray was performed, and no air was found. The device was reprogrammed to alternate, and the plan is continuing to monitor. This s-ICD remains in service. No additional adverse patient effects were reported.